Event description:
It was reported that pump did not stay charged. There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.